Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found a distorted image due to a dented and smashed insertion tube. The listed parts were replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there were image issues where no image unrestorable error was received. The malfunction was found during preparation for a diagnostic procedure. There was a 20 minute delay. The patient was not under general anesthesia. The procedure was complete with an alternate device. There was no patient injury. No additional information was provided.